Manufacturer narrative:
H10 the v60 is alarming high o2 pressure. The remote service engineer (rse) recommended disconnecting wall oxygen and e-tanks from oxygen manifold. The customer has connected to wall oxygen, and it is reading 53 psi. Customer is reporting that when he connects 1 of the e cylinders, the pressure is over 90. The biomedical engineer reported that he has connected to the wall oxygen and tested the unit, and it is functioning correctly. The case was closed. H11. G1: contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a high oxygen supply pressure alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.